Event description:
During a shoulder operation the intelijet unit began to over run. The alarm sounded and the unit was turned off and recalibrated. Failure occurred at the beginning of the case and continued to overpressurize through the remainder of the case. The case was completed and the pts condition was described as being very swollen, hard as a rock. Ports were difficult to close. Fluid had traveled to breast tissue. No major injuries or complications. Reduction of swelling within a day.